Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient stooped charging the device approximately in (B)(6) of 2021. Company representatives met with patient and were unable to communicate with external devices. The ipg was deemed inoperable. As such, surgical intervention is anticipated in the near future to address the issue. No further intervention available at this time.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Post procedure effective therapy was established.